Event description:
The customer reported that the device had a blank display. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device had a blank display. There was no reported pt involvement. Philips evaluated the device and confirmed the failure. The display assembly and power pca were replaced to resolve the reported issue. After passing all performance assurance testing, the device was returned to use. Based on the available info we could not determine the cause since multiple parts were replaced.